Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/15/2023. An investigation was conducted on 09/21/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Heavy charred material was observed on the jaws. A microscopic inspection was conducted. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw" was not confirmed, however the analyzed failure "material twisted/bent wire" was confirmed. The lot # 3000326717 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Hospital reported vasoview hemopro 2 frayed tip of jaws. Not detached but the silicone came away from the jaw. Cautery inserted through cannula per IFU without resistance. Opened new kit to finish case. No patient harm, added incisions or time.